Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the breakage of the suction channel. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that foreign material came out from the suction cylinder. Even though using the cleaning brush five times, the reported foreign material could not be removed, and this foreign material remained on the suction cylinder. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and past similar cases, omsc surmised that the reported phenomenon was attributed to the following. The user did not adequately perform the cleaning brushing and/or the water feeding during the pre-cleaning and/or the manual cleaning. Because the pre-cleaning immediately after the procedure was delayed, foreign material adhered and remained inside the suction channel, if additional information is received, this report will be supplemented.